Event description:
The hospital reported a flow sensor malfunction where the diaphragm was stuck open. There was no report of patient involvement.

Manufacturer narrative:
The flow sensor will be replaced by the customer to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).